Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left motor brake will not brake.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation. Per the initial evaluation, the gearbox had leaks at the input seal and the motor had grease on the outside where it mates to the gearbox; however, the motor operated properly during the bench test. An expanded evaluation was performed. The expanded evaluation report confirmed that there was grease leakage from the gearbox input shaft. Both gasket coating damage and partial gasket seal breakdown may have contributed to the grease leakage. However, the grease leak had no apparent impact on motor functionality. The brake release mechanism mechanically engaged and released properly, and the internal brake resistance was within specification, indicating there was no electrical issue with the brake. Therefore, this is no longer an FDA reportable event.

Event description:
Provider states the left motor brake will not brake.